Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that two sensor were not working correctly they were giving incorrect readings and they were not communicating with the transmitter. Customer stated that when the sensors were removed the cannulas were missing. Advised to attempt to remove the cannulas from the body if any, or seek medical attention to removed it. Nothing further was reported.